Event description:
New information received notes that during a fluoroscopy the right atrial (ra) lead was dislodged and was exhibiting inadequate capture. The physician opted to replace the ra lead, a new lead was successfully implanted. The patient was discharged.

Manufacturer narrative:
Additional information - b1, b2, b3, b5, d6b, h1, h2, and h6.

Manufacturer narrative:
The reported events of inadequate capture and far r oversensing were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic for a post implant follow up. It was discovered that the right atrial (ra) lead was exhibiting inadequate capture an oversensing. Programming changes were made. The patient was in stable condition.